Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 16-may-2023. Investigation summary: bd received 6 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The white foreign substance underwent ftir (fourier-transform infrared spectroscopy) testing and it was determined to be epoxy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there was foreign matter on the device. The following information was provided by the initial reporter: contamination on over needle of the adaptor luer vacutainer needle shown presence of contamination/foreign material (unknown) near the tip of the needle.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there was foreign matter on the device. The following information was provided by the initial reporter: contamination on over needle of the adaptor luer vacutainer. Needle shown presence of contamination/foreign material (unknown) near the tip of the needle.